Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Ischemia: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received that reported a 2nd set of labs were being hemolyzed. Urine was found to be pink tinged but patient is making minimal urine. Pump remains at p9 with a map of 72 on their hemodynamic monitor and 67 on the aic ps. Patient remains on dobutamine, epi and vaso. It was discussed with the rn that the ideal management of the impella is the lowest p level to maintain a map of 60-80 without increasing the pressors or inotropes. The rn asked about an echo and was advised that it is not a bad idea to assess position again and lv function.

Manufacturer narrative:
B5. Additional event description added. D4. Catalog, serial and primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e. Comorbidities were not reported, and the pre-support clinical condition was consistent with advanced cardiogenic shock. During impella cp support, the bedside registered nurse reported a second set of hemolyzed laboratory specimens and pink-tinged urine with minimal urine output. At that time, the device remained at performance level p-9, with a mean arterial pressure of 72 mmhg via invasive monitoring and 67 mmhg via the automated impella controller placement signal. The patient remained on dobutamine, epinephrine, and vasopressor support. Best practice management was reviewed, including maintaining the lowest pump performance level necessary to achieve a target mean arterial pressure of 60¿80 mmhg without escalation of vasoactive medications. Repeat echocardiography was suggested to reassess device position and left ventricular function, and the nurse planned to discuss this with the treating team. During ongoing support, bilateral absence of pedal pulses was noted. The treating surgeon expressed concern for evolving disseminated intravascular coagulation (dic), and a vascular ultrasound was planned to assess lower-extremity perfusion. The patient subsequently expired while on impella cp support. The death is conservatively reported due to temporal association with device use; however, based on available clinical information, the outcome is more likely attributable to the severity of the acute myocardial infarction, profound cardiogenic shock, suspected disseminated intravascular coagulation, multiorgan dysfunction, and overall critical illness.

Manufacturer narrative:
Updated information: d4 catalog number updated. H6 med dev prob code changed to a01.